Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in shock impedance measurements, reaching out of range values up to 160 ohms. The pacing impedance is within normal limits and episodes with noise have not been recorded. Provocative maneuvers were performed, and no abnormalities were identified. The physician believes this could be related to fibrosis on the lead coil and scheduled a revision procedure. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information has been received indicating that a lead integrity test has been scheduled. The root cause of the reported observations is still unknown at this time. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that an integrity test was performed, and commanded shock testing was conducted using 1.1 and 41 joules shocks. The reported impedance values were 103 and 93 respectively, and since they were in range, the physician did not perform a lead revision and opted to only explant and replace the implantable cardioverter defibrillator (ICD) device. The patient will continue to be monitored. The lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in shock impedance measurements, reaching out of range values up to 160 ohms. The pacing impedance is within normal limits and episodes with noise have not been recorded. Provocative maneuvers were performed, and no abnormalities were identified. The physician believes this could be related to fibrosis on the lead coil and scheduled a revision procedure. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information has been received indicating that a lead integrity test has been scheduled. The root cause of the reported observations is still unknown at this time. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in shock impedance measurements, reaching out of range values up to 160 ohms. The pacing impedance is within normal limits and episodes with noise have not been recorded. Provocative maneuvers were performed, and no abnormalities were identified. The physician believes this could be related to fibrosis on the lead coil and scheduled a revision procedure. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The lead remains in service.